Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were harder to press and sometimes had to press buttons twice. Customer stated that they experienced unexplained no delivery alerts due to site issues. Insulin pump's battery life diminished. Insulin pump rejected new battery. The insulin pump will not be returned for analysis.